Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2024. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Device analysis has indicated device failure.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device following a head trauma (specific date not reported). Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.